Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as a rash and marks from scratching. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse recommended benadryl for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.